Event description:
It was reported that the subject device had smoke emitting from the back of the monitor and the power supply stopped working during set up for an emergency endoscopy. There was no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as a result of checking the actual product, it was confirmed that the component on the g1 circuit board had failed and had turned black (smoke was rising). As the g1 circuit board controls the power supply, it is presumed that the component on the circuit board in question failed due to external electrical stress caused by lightning, static electricity or repeated high-frequency noise, or due to deterioration caused by corrosion from moisture absorption, and that smoke rose as a result of the device being energized in a state of deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.